Event description:
Ous MDR - after an implantation time of about 14 months, an insulation defect was reported. This device was explanted. There were no adverse patient effects reported. (B)(6).

Manufacturer narrative:
Ous MDR.